Event description:
It was reported that pericardial effusion occurred. Following pulmonary vein isolation ablation, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The 24mm wds was implanted successfully. The patient developed pericardial effusion four days after procedure due to pericarditis and a pericardial drain was inserted. The patient remained stable and was discharged from hospital.